Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 3 of the reported events, it was recommended to replace the base and caster. For 1 of the events, the hospital biomed engineer requested weight capacity limits for the system. The requested information was provided to the hospital. No further information on resolution was available.

Event description:
This report summarizes 4 malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced detached caster which could cause the unit to tip or fall. These reports were received from various sources. Of the 4 events, 4 did not involve patients.